Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, it was determined that the flange was broken, bottom case was damaged and the plunger head needed repairs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, both front corners of the top case are cracked, bottom case also chipped out on ear clip and right plunger case. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. Damaged due to the customer mishandling the device. To resolve the issue, the top case, bottom case, ear clip and plunger assembly were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.